Manufacturer narrative:
The insulin pump had button error alarm and unresponsive buttons noted due to flattened dome switch on the esc button. The insulin pump had scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 98 mg/dl at the time of incident. The insulin pump was returned for analysis.